Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) on the homechoice (hc) while connected during dwell. The patient reportedly disconnected from therapy without pressing stop and then reconnected to continue therapy. Proper procedures were discussed with the patient and the registered nurse was aware of the event. The patient was advised to finish therapy with manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. After analyzing the available information, it was determined that the cause of the event was due to the patient incorrectly disconnecting and reconnecting during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. Should relevant additional information become available, a follow-up report will be submitted.